Manufacturer narrative:
Updated rfr. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving morphine, baclofen at mcg/day), and bupivacaine via an implantable pump for non-malignant pain indications for use. It was reported that the patient had magnetic resonance imaging (MRI) last month and logs confirm both stall and recovery that same day. The company representative (rep) stated that the patient came in for refill and had not had his pump checked post MRI, however, stated he felt like he went through withdrawal after the MRI, did not get medical attention, and has felt like his pump has not been working since. Today, patient in for refill and provider got 13 ml back when expecting 3.2 ml. The rep asked if this was related to the MRI. The technical services (tss) stated that the patient and physician should have a conversation. The physician could consider dye study, running a therapeutic bolus etc.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.